Event description:
It was reported that a dissection occurred. The patient underwent diagonal percutaneous transluminal coronary angioplasty (ptca). The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified diagonal branch. A 2.25 x 32mm synergy xd drug-eluting stent (des) was successfully deployed at 11 atmospheres with no issues. However, during the procedure, a proximal stent edge dissection was noted following deployment. The dissection was flow-limiting and graded as type c. Subsequently, another synergy xd des was placed to cover the dissected area. The procedure was completed successfully, and the patient made a full recovery.